Manufacturer narrative:
Device analysis indicated device failure. Device analysis report.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device on (B)(6) 2024. This report is submitted on june 20, 2024.

Manufacturer narrative:
This report is submitted on may 23, 2024.

Event description:
Per the clinic, open circuits were noted on 19 electrodes subsequent to the patient sustaining a head trauma. The implanted device remains.